Event description:
Dealer alleges the footsprings go down when weight is put on foot section. Tech advised to troubleshoot to see if problem is with the pendant, controller or foot motor. Advised to put foot section up, apply weight as it goes down disconnect the hand pendant, if it stops then hand pendant is bad. If it does not stop disconnect the actuator, if actuator stops then controller is bad. If it does not stop, the foot motor is bad.